Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported an infection at the insertion site. Interv entions included an explant of the lead where the device was not replaced on (B)(6) 2017. The patient reported erythema at the incision site, tenderness, and fever of 100.8. During removal, mucopurulent fluid was drained from the surgical site on (B)(6) 2017. It was reported that the event was possibly related to the device or therapy and related to the implant procedure. There was a report that the patient was prescribed antibiotics and patient also requested removal of device. The removal was performed on (B)(6) 2017. The issue was resolved without sequelae on (B)(6) 2017. No further patient complications had been reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient was never implanted with a permanent device. The cause of the infection was not determined. Relevant medical history includes urgency-frequency/urinary urge incontinence. The status of the affected device remains unknown. No further complications were reported/anticipated.